Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. On (B)(6) 2023, the patient experienced a potential reportable event due to an intermittent audio output with receiver. On the night of the event the patient was sleeping and went into a hypo, the patient's wife woke up and noticed the patient was unconscious, shaking, sweating, and incoherent. At this time, the cgm showed 3.4 mmol/l. The wife gave 1 shot of a glucagon injection around 1:00 am and called an ambulance. The blood glucose level was checked with a fingerstick when the paramedics arrived, and the value was 3.4 mmol/l. The patient reported that after the glucagon injection, no further treatment was required. Both the patient and his wife cannot remember hearing an alarm by the cgm device to advise of blood sugar level drop. At the time of the report the patient was feeling normal but tired. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.